Manufacturer narrative:
Patient information was refused by the site.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that after spinal fusion procedure, faint straited lines of artifact was found on the lateral image when reviewing the images from a previous case. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.